Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that the tip broke during surgery. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5mm suture anchor device returned. The complaint stated: ¿it was reported that the tip broke during surgery.¿ the insertion device was returned with suture wound on the cleats. A portion of the anchor was returned. The distal portion was fractured and was not returned. Visual inspection confirmed damage of the inserter device. The inserter forks are damaged. Both are attached to the instrument, but quite bent. These are symptoms of excess torque applied and loss of axial alignment. No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.